Event description:
Litigation papers allege: patient suffers from hip pain which intensifies when bending at the waist. Plaintiff also has elevated metal ion levels which are being monitored by her surgeon. Plaintiff is concerned about the possibility of revision surgery and the future health effects of elevated metal ions in her blood. Plaintiff has incurred out-of-pocket medical expenses and costs to attend her medical appointments. Update: (B)(6) 2012, plaintiff fact sheet received with part/lot information.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.